Event description:
The following additional information was obtained on 07/06/2010 from the facility's biomedical technician: the infusion was started on the patient on (B)(6) 2010 and the incident occurred around 10am on (B)(6) 2010. The biomed indicated that the patient's nurse was in the room and noticed that the pump gave one attempt when no one touched the pump. The nurse then saw that between 9am and 10am, there had been 131 attempts, and 3 injections, when the patient had only made 1 attempt. The biomed did not know the specific medication involved, but knew it was a narcotic programmed to infuse in patient controlled analgesia (pca) mode at 0.2 milligrams/hour. There were no alarms or failures noted and the biomed was not aware of any injury or medical intervention that took place. The pump was programmed by a nurse and programming was confirmed by a second nurse. The biomed indicated that he did not have any specific patient information. The biomed stated, he sent the pump in with a copy of the event history printout on 06/28/2010 to baxter for evaluation. The facility's pain management nurse returned writer's call and informed writer that the patient involved is a (B)(6) male who was receiving morphine for pain management. The infusion was programmed at 0.2mg/hr, with an 8 minute lockout with a maximum of 1mg. The nurse indicated that there was no injury and after the incident, the morphine was no longer necessary, so the infusion was not continued. The nurse indicated the patient was fine after the incident. No further information was provided.

Event description:
The facility representative contacted baxter on 28 june 2010 to report that an ipump had 131 attempts infusing in one hour and gave two injections to a patient. Per the patient, the facility only pushed the button once. The facility verified the device is attempting to infuse on it's own. The event occurred during patient therapy. Therapy was interrupted for ten hours. There is no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Further investigation by baxter has determined that there was no injury or medical intervention involved in this event; therefore, this incident has been determined to be a reportable malfunction and not a reportable serious injury.

Manufacturer narrative:
(B) (4). The device has been requested, but has not been received yet for evaluation to baxter. A follow-up medwatch report will be submitted if the device is returned to baxter for evaluation or if additional information becomes available.

Manufacturer narrative:
(B)(4)